Manufacturer narrative:
Based on our investigation, we can conclude that the trajectory of the guide aligns with the final plan. Additionally, all production processes were found to have been properly followed. As such, the cause of the trajectory deviation could not be determined at this time.

Event description:
The guide was used for implant surgery. The doctor stated that the guide seated very well. However, after using the pilot drill to perform the initial osteotomy for site #12, she took an x-ray and observed that the drill was too close to the root of tooth #11. The doctor believes that if she continued with surgery, she would have ended up hitting the root. Surgery was aborted and the site was grafted.